Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front electrodes. It was reported that the patient has multiple skin allergies including metal allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the lifevest. The patient confirmed that the skin irritation improved upon removing the lifevest.